Event description:
Customer notified baxter corporate product surveillance of an interlink i.v. Catheter ext set in which a leak was observed. Patient involvement is unknown at this time. There was no patient injury or medical intervention associated with this event. No additional information is available at this time. Baxter is attempting to obtain additional information regarding this event.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.